Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately (B)(6) post the device system implant. A cause of death has been requested and will not be received.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage, all conductors were stretched. A visual analysis was performed only. (B)(4)- the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage, all conductors were stretched and the outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage, all conductors were stretched. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage, all conductors were stretched and the outer insulation had cosmetic depression. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Analysis of the device is in process; the results will be forwarded when available.